Event description:
It was reported by the patient that she has a left stryker knee that needs to be replaced. The patient is experiencing "unbearable pain."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.